Event description:
The customer reported via medwatch: "intra-aortic balloon pump (iabp) setup on pt. While suctioning, pt coughed at which time trigger was lost; iabp ceased to pump. Electrocardiogram only remaining waveform, no numeric values displayed. Other trigger selections attempted without positive result. Intra-aortic balloon pump replaced with same brand and model." No pt injury was reported.